Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No infusion flow blocked alarm noted. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, end cap address label fading, serial number label stained and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced under delivery of insulin and high blood glucose level of 18 mmol/l. The customer had not reported the symptoms. The customer states treated with pump. Customer's current and at time of incident of blood glucose value was 18 mmol/l. Customer reported that had several infusion flow blocked alarms. Troubleshooting was performed. Customer states there was possible pump under delivery as customer stated blood glucose remains high even after bolus delivery. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer assisted to perform the displacement test and test was failed. Explained the 2 high blood glucose rule. Customer was advised to change entire set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.